Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Beginning (B)(6) 2015 atrial pacing impedance measured 4047 ohms.

Event description:
It was reported that an alert was received for the right ventricular (rv) lead. Interrogation indicated non-sustained ventricular tachycardia (nsvt) episodes that show oversensing compatible with lead failure, high impedance and short v-v intervals. The rv lead was programmed off and later explanted and replaced. It was also reported that the atrial lead was faulty and had been previously programmed off. The atrial lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal and proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.